Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV. " device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.